Manufacturer narrative:
Correction: g.4. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported a patient that was training on a cycler encountered a fluid leak. After treatment complete and the patient opened the cassette door fluid reportedly poured out of the door. Fluid was discovered in the pump module area and on the external cassette. In a follow up, the patient verified the fluid leaking event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was trained on manual treatments and was able to do them in the absence of a cycler. The patient has received a new cycler and it is working well with no further problems. The cycler is not available to return. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) nurse reported a patient that was training on a cycler encountered a fluid leak. After treatment complete and the patient opened the cassette door fluid reportedly poured out of the door. Fluid was discovered in the pump module area and on the external cassette. In a follow up, the patient verified the fluid leaking event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was trained on manual treatments and was able to do them in the absence of a cycler. The patient has received a new cycler and it is working well with no further problems. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.